Event description:
The pump was not changed during the procedure, but was used to complete the case. It was changed after the case was over.

Manufacturer narrative:
(B)(4). As per log review, there is no indication of a problem in the log, and the pump only stopped when the perfusion screen was exited which is normal.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump stopped. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient reported. As per clinical review: during cardiopulmonary bypass (cpb), the roller slowed down and sometimes to zero (0) rpm for a very brief period and then returned to the original set speed. This has occured on previous cases also and the pump always returned to previous set speed in a very short time (second). Sometimes, there may be a message (e.g. Beltslip), but usually no message is posted. At times, the pump vibrates and makes a mechanical noise but the pump does not actually go to stop mode. The employee from the subsidiary visited the center and found that the hospital does not have regular preventive maintenance (pm) on their systems and the employee admitted that lack of regular service could be a potential cause of the observed pump behavior. The employee spoke to the perfusion team about their method of setting roller occlusion and they admitted they set the occlusion on the "tight side" which may also play a role. The case was completed successfully, without delay and without associated blood loss. The pump was used for the procedure and removed from service after the procedure was completed. There was no harm observed.

Manufacturer narrative:
The reported complaint was not verifiable. No parts will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.